Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing insulin at the start of breakfast and observed a postprandial spike to 224 mg/dl for approximately 30 minutes while using the ilet system, with recent supply changes performed the prior night and no backup therapy employed. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention and no impact on daily functioning beyond temporary elevated glucose. Investigation included device history review, user interview, and review of use patterns and training. Investigation of this case revealed no device malfunction identified and that timing of meal announcement relative to food intake could contribute to postprandial excursions; education on announcing 10¿15 minutes before meals was provided. It was concluded that the event was consistent with hyperglycemia of unclear cause with user education completed and no device fault found. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.